Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event could not be conclusively determined. The reported surgery is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor valve was selected for implant in a patient with severe aortic stenosis. There wasn't calcification extending beneath the aortic annular plane in the interventricular septum. The valve was able to be successfully implanted at a depth of 3mm on the ncc side and 4.5-5.0mm on the lcc side, without issue. The patient left the cath lab in normal sinus rhythm and in satisfactory condition. 12 hours post-procedure, the patient went in to complete heart block and a pacemaker was implanted. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product.